Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer stated that elevated architect ipth results were generated. One patient generated an architect ipth result of 84.4 pg/ml. A result of 52 pg/ml was generated by another lab. Another patient generated an architect ipth result of 175.4 pg/ml. A result of 98 pg/ml was generated by another lab. There was no report of impact to patient management.

Manufacturer narrative:
No patient samples or reagent were returned for investigation. Testing was performed using an in-house kit of architect intact pth reagent lot 00715g000. Three architect instruments were calibrated, and a single replicate of abbott controls (designated for validity) was tested. Using the accepted calibration curve and third party controls, six replicates of each control level were run across the three instruments following both the routine and stat modes. The individual replicate for each level was evaluated against the control value assigned ranges. This testing met acceptance criteria, all control values were within range. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Customer complaint data was reviewed and no adverse trends were identified. The architect intact pth assay package insert contains information to address the current customer issue. The investigation did not identify a malfunction or product deficiency.